Event description:
The dealer reported that the spt manual wheelchair had a broken bolt where the arm of the chair connects to the frame. This issue could cause the user not to have the needed arm support and they could fall while entering or exiting the chair.